Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 90% stenotic lesion was located in a severely calcified unk vessel. The maverick otw balloon ruptured at 6 atms on the first inflation. The procedure was completed with another MFR's device. No pt complications were reported, and pt status was reported as 'good'.